Event description:
It was reported that there was difficulty to convert an arrhythmia. Also, the shock impedance was 133 ohms. The doctor explanted the electrode and left the pulse generator implanted. There were no additional adverse patient effects.